Event description:
It was reported to fresenius that a peritoneal dialysis pt had a leaking connection. The pt reported they were unable to tighten the connector set to the pt access line. Pt is being treated with antibiotics for peritonitis. Medical records requested but not received to date. The cause of the peritonitis is unknown.

Manufacturer narrative:
(B)(4)